Event description:
It was reported that the physician¿s handheld computer could not complete interrogation of generators and that an error message was displayed repeatedly. Further information was received indicating that interrogation can performed only after 2 or 3 attempts. The programming wand 9v battery was replaced, but the issue persisted. The specific error message was not indicated. Return of the suspected device is expected, but it has not been received to date.

Event description:
The handheld computer and the software flashcard were received by the manufacturer. The handheld was received without a serial cable, rendering confirmation of the reported serial cable failure impossible. Analysis of the handheld computer found no anomalies associated with the device performance during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard found no anomalies. The flashcard and software performed according to functional specifications.